Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown radial stem. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for one (1) unknown radial stem. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a radial head replacement on (B)(6) 2015. Subsequent postoperative x-rays show that the radial stem may be loose. A radial head prosthesis hardware removal was performed on (B)(6) 2017, including hardware from the ulna (one variable angle (va) olecranon plate and a locking compression (lcp) mini frag recon plate and unknown screws). Patient and revision surgery outcome were not reported. Concomitant device reported: radial head (part #unknown, lot #unknown, quantity 1), variable angle (va) olecranon plate (part #unknown, lot #unknown, quantity 1) locking compression (lcp) mini frag recon plate (part #unknown, lot #unknown, quantity 1), screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown radial stem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.